Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage was reported. The 90% stenosed lesion was located in a severely calcified and severely tortuous mid right coronary artery. The device could not cross the lesion. There was strong resistance while advancing the device. When the device was removed it was observed that the distal edge of the stent was lifted. The procedure was completed with another device. There were no reported complications or patient injury. The patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).